Manufacturer narrative:
(B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated repeat (B)(6) results on 20 samples that tested confirmatory indeterminate and or (B)(6). No specific patient information is available. No impact to patient management was reported.

Manufacturer narrative:
UDI: (B)(4). No increased complaint activity was identified for the product or likely cause lot for the complaint issue. Additionally, review of the device history record for the likely cause lot did not reveal any issues related to the customer's observations. A label review was also performed and found labeling to adequately address the customer's issue. Finally, review of the prism metrics field data indicates that the initial and repeat reactive rates for the abbott prism hiv o plus lot are less than the package insert upper 95% confidence intervals. This investigation indicates that the product is performing as expected with respect to the complaint issue.